Event description:
It was reported that the patient had two low speed advisories on (B)(6) 2021 at 10:42pm. Log file data also captured low flow hazard events on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation findings: low speed events were confirmed in the evaluation of the submitted log file; however, a specific cause for the events could not be determined through this evaluation. Analysis of the submitted log files captured two low-speed events on (B)(6) 2021. Following the events, the pump appeared to operate as intended at the set speed. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and patient handbook outline all system controller alarms as well as the appropriate actions associated with them. Heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Section 4, ¿system monitor,¿ explains that pump flow is estimated based on pump power. Section 6 entitled ¿patient care and management¿ and section 1 entitled ¿introduction¿ outline all pump parameters, including pump power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. Heartmate ii lvas patient handbook, rev. C, is currently available. Section 5 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. The patient handbook also cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.